Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for erratic high and low blood glucose for the past week. The blood glucose reading at time of call was 102 mg/dl. Troubleshooting was performed. The time, date, and programming on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. Performed a self and displacement test and the insulin pump passed the tests. It was stated that the customer is pre-filling the reservoirs and storing in the refrigerator. The customer also reported having problems with bent cannulas. No further info was provided.